Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Additionally, the customer was using cold insulin and was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue.